Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the battery cap contact width was found to be below specification. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 11/27/2012 with the following findings: the battery cap contact width was found to be below specification. The battery cap was unable to attach to the pump. A test battery cap was used and the pump was able to power on and maintain power. The battery compartment was found to be cracked.